Manufacturer narrative:
MFR's eval: the returned product was not analyzed due to no alleged functional failure to meet specification. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report#: 1627487-2012-05494. Reference MFR report#: 1627487-2012-05495. The pt had an ipg and two leads (from different lots). It was reported x-rays were taken and revealed both leads had migrated. During surgical intervention, the doctor explanted and replaced both leads with a single lead. The doctor also replaced the ipg due to it getting wet during the procedure. The leads will not be returned to sjm. Stimulation was regained post-op.